Event description:
Healthcare professional reported left side capsular contracture, baker grades IV, and exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, bubbles in the gel, crease flat and observed 40 mm dark patch edge material inside gel device. Voids and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Event description:
The device has been explanted.